Manufacturer narrative:
The technician spoke with the account and they stated that they had installed an incorrect screw in the side rail and it fell out, user error. Per the hill-rom user manual use only hill-rom parts and accessories. Do no modify the stretcher w/o authorization from hill-rom. The account installed the correct side rail shoulder screw to resolve the issue. Based on this info, no further action is required.

Event description:
The account called technical support stating the side rail will not latch in the up position and would like a technician to repair. No pt injury reported.